Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen became unresponsive due to a crack, after which the user switched to backup therapy and a replacement device was shipped. Symptoms included elevated blood glucose. Outcomes included the need for device replacement and interim use of alternate therapy. Investigation included receipt of the damaged device for evaluation and inspection of the returned device. Investigation of this device revealed a broken or cracked display component resulting in loss of touch responsiveness, consistent with physical damage to the device enclosure/screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device malfunction.